Event description:
Patient was implanted with spinal implant on (B)(6) 2011. Reportedly, the patient has been having an ongoing rash and is not sure what is causing the rash. The patient is seeing an allergist. Unsure if the rash is cause by the spinal implant implanted on (B)(6) 2011.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.